Event description:
Day following use of contact lenses, cloudy vision and intense, burning discomfort. Treated by physician as diagnosed with injury, assumed chemical. Second time in one month with different lenses, first used from same lot. Cooper vision, biofinity toric lenses. Lot number # (10)122590500190060117. Seller (B)(4), has demanded original boxes in exchange for new lenses.